Manufacturer narrative:
(B)(4):in the previous submission, the type of remedial action was submitted as a product correction. The type of remedial action taken by abbott was a recall.

Event description:
The customer observed an increase of architect havab-m gray zone patient results when reagent lot 93794hn00 was put into use on 2/24/11. The customer stated eight gray zone patient results were generated and reported to the medical provider since this reagent lot was first put into use, however, the customer only provided examples of six gray zone results. An example of one architect gray zone patient result is as follows: patient #6 initial result: (B)(6). There was no known impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect i2000sr analyzer, list # 3m74-02, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/(B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/(B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.